Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-7268 cerclage broke after it was implanted into a patient. Initial surgery occurred on (B)(6) 2023, revision surgery occurred on (B)(6) 2023. Revision surgery was to replace short stem reverse shoulder with a long stem shoulder prosthesis in a patient with a fracture of the proximal humerus. Cerclage was used as one of three items to repair. Patient suffered another accident after the surgery prompting the revision to repair a second time. During the surgery the surgeon noticed the cerclage was broken.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.